Manufacturer narrative:
Review of complaint activity determined that there is normal complaint activity for likely cause lot 92118li00. Tracking and trending report review for the architect anti-hcv assay determined that there are no related adverse or non-statistical trends. Retained reagent kits of architect anti-hcv lot number 92118li00 were tested in a sensitivity setup including two internal sensitivity panels and additional replicates of the positive control. The sensitivity panel values and the positive control values met specifications. The results were in the typical range and no false non-reactive results were obtained. Additionally, clinical sensitivity was evaluated by testing two commercially available seroconversion panels. The results were compared to architect anti-hcv results provided by the panel manufacturer. Reagent lot 92118li00 detected the same bleeds as reactive with comparable s/co values. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect anti-hcv assay was identified.

Manufacturer narrative:
This report is being filed on an international product, architect anti-hcv, list 6c37, that has a similar product distributed in the us, anti-hcv, list number 1l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: (B)(6).

Event description:
The customer reported they obtained multiple (B)(6) architect anti-hcv results. Sample ID (B)(6): initial (B)(6) and retest on alternate reagent kit generated (B)(6); sample ID (B)(6): initial (B)(6) and retest on alternate reagent kit generated (B)(6). No specific patient information was provided. No impact to patient management was reported.